Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast reconstruction revision with a 750cc mentor memorygel breast implant experienced recurrence of breast cancer post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient was part of a clinical study.

Manufacturer narrative:
Additional information was received on july 18, 2023. H6 ( health effect - clinical code ) has been updated to reflect breast cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 21, 2023. A subsequent event of bilateral anisomastia was performed with the replacement implants. This was reported under 1645337-2023-12284 and 1645337-2023-12285. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 19, 2024. In addition to the issues reported previously, the patient also experienced a breast cyst requiring surgery on (B)(6) 2022. Manufacturer¿s reference number: (B)(4), on (B)(6) 2024 mentor became aware that the explant information was erroneously omitted from the previous reports submitted. Explant was performed on (B)(6) 2022. In a staged reconstruction, this device was replaced with an unknown mentor saline prosthesis. Reason for device explant and/or reoperation: breast cyst/breast cancer.